Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the left lower seam. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 14, 2022 to october 16, 2022. H10: the device was received for evaluation. Visual inspection was performed and an incomplete seal was observed at the right-side seam and left-side seam located at the shoulder port weld area. Functional testing was performed and a large leak was observed at the affected location. The reported condition was verified. The cause of the condition was due to a defect in the manufacturing weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.